Manufacturer narrative:
This report is for an unk rods/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an initial set up before the patient entered the room, the scrub tech was doing the proper safety checks and fully expanding the cage to make sure the cage would expand. While doing so, the inner expandable part expanded to the maximum and it popped out due to a broken rod on one side of the cage. The patient was not in the or and the surgeon was not notified of this, because there was another of the same size in the set. No surgical delay or harm to patient. The broken implant was removed from the field and placed into a bag before patient arriving to or. No patient consequences. This report is for one (1) unk rods. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.